Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor, vomiting, and diabetic ketoacidosis. Reportedly, multiple empty cartridge alarms occurred, even though customer verified cartridge was full after multiple cartridge changes. Pump data review by tandem technical support did not reflect any alarms received. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, and saline. Reportedly, the customer was released on (B)(6) 2021. No additional information was provided.